Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached multifunction cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports were observed during review of the device history logs. However, the device was put through extensive testing including bench testing, defib cycling testing and ECG stress testing wihtout duplicating the report. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi function cable was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.